Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was reported that the customer was having issues keeping the sensor on. It was reported that the customer was hospitalized for diabetic ketoacidosis. It was reported that the transmitter had been lost. It was reported that the customer was unable to be reached for further information on hospitalization. No further information assistance provided at this time.